Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: (B)(6) 2017.

Event description:
It was reported that during the implant procedure, high thresholds and high out of range lead impedance measurements were observed on the lead. The lead was not used and was replaced. The patient was in stable condition post-procedure.